Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that on (B)(6) 2018, the patient self-treated for an elevated blood glucose (bg) of 33 mmol/l with nausea associated with an alleged occlusion issue with the pump. Reportedly, the patient remained on the insulin pump and self-treated with insulin via injection. No hospital treatment was needed. During troubleshooting with customer technical support (cts), it was revealed that the patient received constant loss of prime warnings since (B)(6) 2018 and on this day in the alarm history an occlusion alarm was detected. Cts assist the patient with changing the occlusion sensitivity in their pump. Customer support also assisted the patient with changing their occlusion sensitivity in the pump which was programed to ¿high¿. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse; no pump malfunction was indicated.